Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a barbed suture was used. The surgical suture is presenting fragility in its composition. The suture easily releases from the tip for minimal handling. To exclude possibility of fragility by handling materials, material changes were performed, such as needle holder, but the suture remained causing the same problem, breaking in the same place at all times. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint #: (B)(4). H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.